Event description:
Reportedly, a 2700, 25mm valve was explanted after a 53 month implant duration, due to prosthetic aortic valve stenosis and insufficiency. Device is available for return and will be returned by hospital staff. No additional information is available at this time.

Event description:
The following was reported: "unknown black material was observed at the connection between stopcock with vamp flex and stopcock for opening to atmosphere."

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via e-mail from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, however, device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation summary: heavy intrinsic and extrinsic calcification was present in the cusp of all leaflets. Moderate calcification was noted on the free margins of leaflet two and three. Minimal calcification was observed on the free margin of the remaining tissue of leaflet one. The calcification had reduced leaflet mobility and thus led to stenosis. A gap was visible at the coaptation region of the leaflets. Three tears were visible on leaflet one: two tears were found from the free margin into the cusp; 10 mm and 5 mm in length, at commissure one and two respectively. One tear, 3 mm in length, was noted on the cusp. Calcification was found at the tear regions. Minimal to moderate host tissue overgrowth was observed on the stent on the inflow and outflow aspects. A layer of host tissue overgrowth was visible over the leaflet tissues on the outflow aspect. Extensive calcification was noted in the x-ray. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.